Manufacturer narrative:
This supplemental report was filled to provide additional information on this case. The device is not expected to return as it was abandoned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was left capped due to a suspected lead conductor fracture. The patient underwent surgical intervention to replace the lead and the physician was unable to place a new lead as the veins were occluded in both sides. The original lead was left in unipolar configuration and 5 days later the patient underwent surgical intervention again to replace the lead, where the lead was successfully replaced through a right side placement. Additional information revealed that the device exhibited oversensing and pacing inhibition. No additional adverse patient effects were reported. As the product was not returned, no product analysis could be performed. The information provided was not sufficient to allow determination of an specific cause.

Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was left capped due to a suspected lead conductor fracture. The patient underwent surgical intervention to replace the lead and the physician was unable to place a new lead as the veins were occluded in both sides. The original lead was left in unipolar configuration and 5 days later the patient underwent surgical intervention again to replace the lead, where the lead was successfully replaced through a right side placement. No additional adverse patient effects were reported.